Event description:
It was reported that the ilet user experienced a low glucose event after receiving a low alert, with a displayed glucose of 53 mg/dl, which resolved after the user consumed a 1.4 oz candy bar and glucose returned to range within approximately 26 minutes. Prior to this, the user had used multiple lunch meal announcements to address a high glucose of 261 mg/dl. The agent provided education not to use meal announcements for corrections due to the device¿s correction algorithm and risk of maladaptation. Symptoms included hyperglycemia and hypoglycemia with blurred vision. Outcomes included minor injury of hypoglycemia with no lasting health consequences. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to using meal announcements for correction, and involvement of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.